Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that an overdischarge occurred and the patient has to charge much more often than usual. The patient felt an electrical stimulation at the device location. No environmen tal/external/patient factors have been identified. Troubleshooting was performed. Impedances have been measured, different programs of the stimulation have been tested but the patient still feel an electrical stimulation at the device location. Impedances with electrode 9 were > 10,000 ohms. The issue was not resolved. No surgical intervention occurred. The ins could be changed in the future but it was not determined yet. The patient was alive with no injury. Additional information was received reporting the cause of the overdischarge was unknown. Before the overdischarge the patient had to charge his device every two weeks, now has to charge his device every three days. The action taken to resolve the overdischarge was the patient has to charge his device more frequently. The electrical stimulation was considered shocking and the cause was unknown but a leak of current was suspected. The patient has to decrease stimulation intensity to avoid any shocking. The cause of impedances >10,000 ohms was unknown. The action taken was changing the different programs for stimulation and using different spots of the electrode but the problem remains. The event was not resolved.

Manufacturer narrative:
Correction: b1 has been updated to reflect the previously reported new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2:. Correction: please note, h6: codes b21, c21 and d16 no longer apply to this report. H3:. The returned ins (serial #: (B)(6)) was subjected to a series of standard tests that include, but is not limited to visual inspection, output and telemetry testing and functional testing. Analysis determined, that the implantable neurostimulator (ins) output and telemetry were acceptable. However, the battery was near normal battery depletion. The returned lead (serial #: unknown) was subjected to a series of standard tests that include, but is not limited to visual inspection and electrical testing. Analysis identified, that the #5 conductor was broken in the body of the lead within 10 cm of the connector area. Analysis identified a breach of the outer insulation, due to environmentally assisted degradation in the body of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the impedances of the lead have been tested before explantation with a wireless external neurostimulator (wens), without the extensions, and the impedances were particularly low (500 ohms). The entire spinal cord stimulation system has been replaced with another lead and ins on the (B)(6) 2024. The patient now has a good feeling and relief with the spinal cord stimulator.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, serial# unknown , explanted: (B)(6) 2024, product type: lead. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37081-40 lot# serial# (B)(6) implanted: explanted: (B)(6) 2024 product type extension product ID 97791 lot# serial# unknown implanted: explanted: (B)(6) 2024 product type accessory product ID 37081-40 lot# serial#(B)(6) implanted: explanted: (B)(6) 2024 product type extension product ID 39565-30 lot# unknown serial# unknown implanted: explanted: (B)(6) 2024 product type lead additional information for h11: devices returned, product information updated. Analysis is ongoing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.